Event description:
Vertebral fracture detected upon removal of distraction instruments during discectomy of a spinal fusion surgery.

Manufacturer narrative:
(B)(4). Event occurred outside us. No revision surgery planned, as implant is well seated for fusion. No excessive force indicated by surgeon.